Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device's reload did not fire; the knife did not advance and staple did not release. A new staple reload was used to resolve the issue. There was no patient injury.